Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from the implant patient registry that a model 3000tfx 29mm aortic valve was explanted and replaced with a 11060a 29mm valved conduit after an implant duration of 7 years, 8 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
It was learned from the implant patient registry and investigation that a model 3000tfx 29mm aortic valve was explanted and replaced with a 11060a 29mm valved conduit after an implant duration of 7 years, 8 months due to staph endocarditis. Patient presented with sepsis. The patient was stable at the end of the procedure.

Manufacturer narrative:
Added information to b5, h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.